Manufacturer narrative:
It is impossible to proceed to actual evaluation since the device was not returned. However, it was confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. Silicone cover of the stent was badly damaged and wire come loose on the provided picture. In addition, head part of the stent was not found. It seemed that silicone cover was damaged since head part of the stent fractured and it made wire loose. It is regarded that stent fractured by patient's lesion and peristalsis of organs. It is, however, hard to find out exact root cause for this complaint because the suspected device was not returned and it is difficult to reconstruct the situation at the time of procedure with limited information. We will continuously monitor whether similar or same complaint occurs.

Event description:
On (B)(6) 2015 stent was implanted at patient. The stent should have replaced at 90 days. They chose to leave the stent in place for an additional 7 months. On (B)(6) 2016 the patient was back. The nitinol wire and silicone coating both eroded during this long term exposure. The stent was removed. No patient harm was reported.